Event description:
It was reported that the patient experienced a loss of therapeutic effect and was not able to empty her bladder. The patient was used to the stimulation and did not feel the stimulation. The patient never had to adjust her implantable neurostimulator (ins) since its implantation because "it's always worked so well." An MRI was taken of the patient's brain on (B)(6) 2012; the patient turned her ins off for the procedure and "everything seemed to be fine." Since then, the patient got weaker and had trouble getting in and out of her wheelchair. The week previous to the date of this report, the patient had to call her physician because she could not get her ins to work. After tests were performed, it was determined that the patient had a urinary tract infection (uti); the patient had not had a uti since before her ins was implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot#: v712405, serial#: implanted: 2011 (B)(6), explanted: product type: lead, product ID: 3037, lot#: serial#: (B)(4), implanted: explanted: product type: programmer, patient. (B)(4).